Manufacturer narrative:
The investigation results for this complaint are involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1716075). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a hedstroem m-access 25mm 015 file broke during use. The broken part of the file flew out and injured the oral soft tissue of the patient. The patient immediately experienced severe pain at the injury site. The patient was urgently instructed not to swallow, so they would not swallow the broken part of the file. Upon examination a wound was found on the left oral mucosa that measured approximately 0.2 cm × 0.1 cm, with part of a metal fragment embedded in the wound. The fragment was immediately removed, and gauze was applied for hemostasis. The patient was prescribed oral roxithromycin dispersible tablets as an antibiotic. After 2 follow-up visits, there was no unexpected complications.